Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a procedure. Aspiration functionality is unknown. The product was replaced and procedure completed with no patient harm. A sample is available for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue. The device history record shows the product was released per specifications. Inspection of the probe found the cutter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. This observed issue will render the device inoperable and would inhibit aspiration in the shut position. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Stringent in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).